Manufacturer narrative:
When investigation is completed, a follow up report will be sent to the FDA. (B)(4).

Event description:
The customer reported that the brake at the trolley holder was not working. The break is part of the lock mechanism of the trolley holder.